Event description:
It was reported that the procedure was cancelled. This 130cm truselect catheter was selected for use during a therasphere y90 procedure. During the procedure, as the catheter was connected to the administration set tubing, the catheter became kinked. An attempt was made to unroll the kink in the truselect catheter and then inject the y90 beads; however, the drug could not be delivered due to the kink. Therefore, the procedure was cancelled. There were no patient complications as a result of this event.

Event description:
It was reported that the procedure was cancelled. This 130cm truselect catheter was selected for use during a therasphere y90 procedure. During the procedure, as the catheter was connected to the administration set tubing, the catheter became kinked. An attempt was made to unroll the kink in the truselect catheter and then inject the y90 beads; however, the drug could not be delivered due to the kink. Therefore, the procedure was cancelled. There were no patient complications as a result of this event.

Manufacturer narrative:
Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the truselect device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.